Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 560 mg/dl. Customer's other blood glucose value was 429 mg/dl. Customer was not using auto mode. The device will not be returned for analysis.